Event description:
It was reported that during a ptbd (percutaneous transhepatic biliary drainage procedure), a guide wire fracture occurred. The zipwire hydrophilic guide wire was being used to "negotiate of distal cbd (common bile duct) cancer". Resistance was encountered and 4-5cm of the guide wire tip fractured. Attempts to retrieve the guide wire fragment were unsuccessful. No additional intervention was performed to secure the fragment. The procedure was completed with this device. No further injury or complications were reported. The patient's condition was reported as "good". Additional information has been requested.